Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer had not tested blood glucose (bg) levels at the initial occurrence of the malfunction, however the customer reported during the second occurrence, their bg level had elevated to over 400 mg/dl. The customer delivered a bolus via the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.